Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis, coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. Beginning on the day of onset, the patient was treated with vancomycin (1 gram every fifth day for four doses, route not reported) for the peritonitis event. One day after onset, the patient began treatment with fortum (1 gram continuously for fourteen days&#56096;route not reported) for the peritonitis event. It was not reported if extraneal therapy was ongoing. It was unknown if the patient was recovering or was recovered from the peritonitis. No additional information is available.